Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('menorrhagia') in a 45-year-old female patient who had essure (ess205) inserted. The patient's medical history included endometriosis ablation, cholecystectomy and endometriosis. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy and left oophorectomy). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the heavy menstrual bleeding outcome was unknown. The reporter considered heavy menstrual bleeding to be related to essure (ess205). The reporter commented: discrepancy of essure removal date- (B)(6) 2017. Concerning the injuries reported in this case, the following ones were reported in patient¿s medical records: heavy menstrual bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-dec-2021: mr received: previously reported event- medical device removal was replaced with specific event menorrhagia, reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a 45-year-old female patient who had essure (ess205) inserted. The patient's medical history included endometriosis ablation, cholecystectomy and endometriosis. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 10 years 4 months after insertion of essure (ess205). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy and left oophorectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-oct-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a (B)(6) year old female patient who had essure (ess205) inserted. The patient's medical history included endometriosis ablation, cholecystectomy and endometriosis. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 10 years 4 months after insertion of essure (ess205). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy and left oophorectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2020: plaintiff fact sheet received. Case was upgraded to serious incident. Reporter information, date of insertion, date of removal added. Essure model number updated to ess205. Event adverse event nos updated to event medical device removal. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.